Event description:
The event occurred at a hospital in (B)(6), (B)(6). The event is being reported due to intervention being required to correct a thrombosis of the left bifurcate leg and the deployment of a stent in the right bifurcate leg. The graft was implanted on (B)(6) 2008. The surgeon believes the prosthesis's fabric length has lengthened. The surgeon reported that there was no evidence of any folding six months after implant. Subsequent scans revealed the left leg thrombosed and the right leg lengthened, folded and required a stent graft to straighten.

Manufacturer narrative:
Evaluation: method: qc & manufacturing records were reviewed. Sales and other complaints were reviewed. (B)(4) has requested to review the results of the three scan carried out. Results: the manufacturing and qc records have been reviewed and there was nothing untoward. There were a total of 16 products distributed from the batch 84861. They were all distributed in (B)(6) 2007. All products were distributed to (B)(6). There have been no other incidents reported for this batch of vascular prostheses. There is no change in fabric specification or manufacturing process between gelweave vascular prostheses and gelweave bifurcate vascular prosthesis with an extra long leg except for dimensional change. Catalogue number 732010x155 had an overall longer usable length of 55cm, compared to 45cm for routinely manufactured gelweave bifurcates. (B)(4). There has been one previous complaint of thrombosis recorded for a gelweave graft and this occurred in 1997. This was not associated with a lengthening of the vascular prosthesis after implantation. Together with this event bringing the total to two events, this gives an incidence rate of (B)(4). (B)(6) reported on patency rates for bifurcated aortic grafts. A comparative analysis of woven versus knitted prostheses was undertaken. It found an occlusion rate of (B)(4) for patients with a woven prosthesis compared to a rate of (B)(4) for those with knitted grafts. The rate reported to (B)(4) is much less than that seen is the field. Reference: robicsek f, md; daugherty h.k, m.d; cook j. C, m.d.; selle j.g, m.d; hess p.j, m.d; burtoft, j, p.a; and lawhorn r, p.a. Patency rate of bifurcated aortic grafts: comparative analysis of woven versus knitted prostheses in the same pt. The anals of thoracic surgery, volume 40 , number 2 august 1985. Results: (B)(4) had not received the scans to-date. Conclusion: no conclusions can be identified at this time.